Event description:
During a procedure with hemorrhaging, the quantitative blood loss was significantly lower than the estimated blood loss on the device. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
No new information.